Event description:
A malfunction code malf 16 was reported, and there was no reported adverse impact on the customer's blood glucose level. The customer opted to use multiple daily injections as a backup therapy while awaiting a replacement pump. The pump was within warranty, and the customer was instructed by technical support to send the malfunctioning pump back within ten days using a prepaid label. Technical support confirmed the shipping address and guided the customer on how to prepare the pump for return.